Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was intermittently unresponsive. There was no reported adverse impact due to the reported issue. Reportedly the customer continued to use the pump for insulin therapy.